Manufacturer narrative:
Investigation summary: 10 samples were received. 5 samples are luer lock syringes and 5 are luer slip syringes. One photo was provided. It shows the samples received. Two different types. It may have happened that the associate at the syringe bulk packaging area mixed the samples from the other type. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause_ syringe bulk packaging process. Rationale: CAPA not required at this time.

Event description:
It was reported that bd 20ml slip tip syringe came with a mix of product types in a pack. This occurred on 8318 occasions before use. The following information was provided by the initial reporter: material no.: 301032 batch no.: 9324081. It was reported that it was discovered 20cc luer-slip syringes l-05000-004a / 23p19m0301 were mixed with 20cc luer-lock syringes within the bag.

Event description:
It was reported that bd 20ml slip tip syringe came with a mix of product types in a pack. This occurred on 39 occasions before use. The following information was provided by the initial reporter: material no: 301032 batch no: 9324081. It was reported that it was discovered 20cc luer-slip syringes l-05000-004a / 23p19m0301 were mixed with 20cc luer-lock syringes within the bag.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that bd 20ml slip tip syringe came with a mix of product types in a pack. This occurred on 39 occasions before use. The following information was provided by the initial reporter: material no: 301032 batch no: 9324081. It was reported that it was discovered 20cc luer-slip syringes l-05000-004a / 23p19m0301 were mixed with 20cc luer-lock syringes within the bag.